Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found and lead operated within specifications. Evaluation summary (B) (4) (B) (4) full lead.

Event description:
It was reported during the implant procedure that there was positioning difficulty due to the patient becoming unstable during the procedure. Lead placement was discontinued, and the patient recovered to pre-procedure baseline (hemodynamically).